Event description:
In 2008 my doctor recommended and implanted essure micro-inserts ref number ess305 lot number 626159. From the very moment of having the implants I have experienced excruciating pain, debilitating pain that stayed and became chronic. After some time went by, I had days that the pain would subside from debilitating to manageable cramps, then back to debilitating pains during menstruation times. I would be bed ridden the week prior to my menstrual cycle, the week of my menstrual cycle, and a few days after menstrual cycle the pains would start to subside a little enough that I could move around a little better. The pains never totally go away. During menstrual cycle the pains were so strong and stabbing that I would have bouts of vomiting, and crying, could not take care of myself and my children. Family members had to take over the chores and daily functions that I would normally do. My life had changed and I became more and more unable to perform daily living tasks. I relied more and more on the help of others. I went to several doctors and emergency room visits. Doctors could not explain what was wrong with me, they prescribed pain killers and sent me home. I have suffered with this affliction for many years since being implanted with the essure micro inserts. It finally drained my marriage and as a result my husband divorced me in 2011. As I kept getting worse and suffering to the point I thought I was going to die, finally found a doctor to do an MRI and run more tests. The results: lesions, inflamed ovaries and uterus, cyst so big and fluid filled that it totally took over my left ovary, pressed on my bladder causing incontinence, and pushing on my abdomen causing additional pains and bloating, the right ovary was inflamed and with fluid filled cysts. The inserts ruined my life. In 2013 my doctor said she could not remove the essure. The only way to get them out of me was to perform a hysterectomy. I had a hysterectomy on (B)(6) 2013 to remove the essure coils. Since the removal, the chronic pain has gone. But as a result of getting the coils out of me, I have had to have my healthy uterus and ovary and tubes removed. My other symptoms during the time the essure were in me: pains, dizzy, metal taste, mood swings, hair loss, stabbing pain, teeth and gyms sensitive, skin changed, hives and rashes, itchy burning skin, odd periods, forgetfulness, sharp pains in back, hip and leg. Insomnia, chronic fatigue, bloated, weight gain, nausea, migraines, bleeding, spotting, umbilical hernia, to name just some of my illnesses.